Event description:
In 2001 the end-user called disetronic and stated that the infusion set had a crack in the outer tubing. On february 28, 2001 maersk medical received the complaint and 1 used tubing.